Manufacturer narrative:
Evaluation completed. One opened bl5425v pack from lot v6388 was returned. The expiration date on the label was 2017/7. The tip protector was not returned. The needle was not bent. The port window was in the opened position with debris visible inside. There was fluid visible in the tubing. The back cap was not aligned with the vent hole on the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle did not always retract causing the port to be blocked. The cutter cuts when the cut rate is below 3000. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
It was reported during the procedure the cutter stopped while the doctor was pressing on the pedal, then it would start up again after pressed again. They opened a backup with a different lot number and proceeded with the surgery with no other issue.